Event description:
It was reported on (B)(6) 2015 from an e.r. Physician that states the patient¿s device is shocking her and causing some pain. The patient came into the ER with pain in her left neck, top of her chest and behind her left eye that appears to be caused from the vns device. The patient expressed intense pain in these areas. He could not confirm if the pain occurred with stimulation. The ER physician was instructed to use a pacemaker magnet to temporarily disable the device until a following physician could be reached to check the device. Attempts for additional information have been unsuccessful to date.